Event description:
Iliac arteries were dilated prior to the advancement of the zenith delivery system. The three-piece modular graft was deployed as intended without any complications noted. During the initial angiogram performed to view the device placement, good positioning of the graft and a successful exclusion of the aneurysm was noted. With the performance of the second angiogram a dissection of the common iliac artery was detected just distal to the landing zone of the ipsilateral leg graft. A closer viewing of the vessel damage noted the dissection to extend to the internal iliac artery. An iliac leg graft was deployed at the site, extending the initial leg graft into the external iliac artery, providing full coverage of the damaged vessel. With the repair of the vessel, the procedure was concluded. No endloleaks were visible during the final angiogram. Pt is doing well.